Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the atrial fibrillation ablation procedure, the sheath was leaking fluid. The sheath was replaced to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.